Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).

Event description:
It was reported the marathon used to deliver onyx with some onyx reflux observed. Upon catheter removal, the catheter broke off at approximately 20cm from the distal tip and the broken segment remained in the patient. A solitaire stent was deployed inside the artery to trap the catheter against the vessel wall. No patient injury reported. Same event as MDR# 2029214-2011-00240.